Event description:
It was reported by burse that, "company rep came out and placed a PICC line on one of their patients. They did the follow up xray and it showed the tip of the catheter is in the brachiocephalic vein and they want to know if it is ok to use. Response: explained that we recommend the tip of the catheter is in the lower one-third of the svc. Recommended contacting doctor on how to proceed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.